Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the deep brain stimulator (dbs) was not working due to battery problem, but was still inside the body. No patient symptoms reported.